Event description:
It was reported that the patient paused the ilet due to concern for low glucose after an emergency visit, consumed juice with medication while delivery was paused, experienced rising glucose to 205 mg/dl, then resumed insulin during the call; education was provided not to pause the ilet to prevent lows, noting the system can suspend delivery based on downward trends, and later the healthcare provider advised discontinuing insulin and starting metformin, after which glucose stabilized. Symptoms included hyperglycemia. Outcomes included a delay to appropriate insulin therapy during the pause, an unexpected medical intervention with medication required, and a serious health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action.